Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the end of the usb cable which plugs into the pump became broken and would no longer charge the pump. The customer was able to charge the pump without issue using an alternate cable. There was no impact to the customer's blood glucose level.